Event description:
It was reported that the device had liquid damage. The results of the investigation found a damaged downstream occlusion (dso) seal. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion seal (dso) was damaged. Review of the event history log showed no software issues. Functional testing was not able to duplicate the customer reported issue. No problems were found and the most probably cause of the customer issue was determined to be one of the connectors on the module being rusted. The investigation determined that the dso seal was damaged. The connector and dso seal were replaced.